Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the display screen was cracked. There is no adverse event reported. This complaint is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings:. The pump powers ¿on¿ and displays ¿verify¿, the display is fully illuminated and clear. A crack is observed on the display lens along the perimeter of the lens. Pump¿s case was removed, no damage was found to the display screen. The battery compartment is cracked extending from threads down to the sealing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.